Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with an episode of low glucose at 54 mg/dl followed by high glucose up to 233 mg/dl, after which a factory reset was performed and values trended down; the user treated with oral glucose. Symptoms included low and high blood glucose. Outcomes included no hospitalization and resolution with self-care. Investigation included technical troubleshooting and user education. Investigation of this case revealed the cause was unclear. It was concluded that the event involved both hypoglycemia and hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.